Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument jaws would not open and joint became unattached. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found the instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no grip misalignment observed during visual inspection. The instrument was fully functional. No product issue was identified. The complaint regarding instrument jaws would not open and joint became unattached was not confirmed by failure analysis.